Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one pt involving unicel dxi 800 access immunoassay system. This is report number one of two. The elevated results did not correlate with the pt's clinical condition and discordant to an alternate methodology, which was negative. The elevated results were released out of the lab. The customer stated the pt was transferred from another facility and was discharged the following day without further testing. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. With the pt sample for further analysis.

Manufacturer narrative:
Services was not dispatched as the customer did not question system performance. The sample was lithium heparin plasma collected into bd plastic tube with gel. Sample centrifugation was performed at less than 5,000 rpm (rotations per minute) for less than 5 minutes utilizing a swing bucket rotor. Centrifugation time did not appear to be in accordance with the tube MFR's recommendations. Quality control (qc) was in range prior to and following the event. A system check was performed on (B)(4) 2008 and conformed to specifications. Testing at beckman coulter customer product line support (cpls) lab confirmed the existence of a pt source interferent for the sample received from the customer. The interference likely related to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from jan 1, 2008 through oct 23, 2010 for additional reportable events. This medwatch report is related to MDR: 2122870-2011-03009.